Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 44 mg/dl. The wife stated that her husband was hospitalized for low readings. The customer was not in a vehicular accident. The customer could not get blood glucose above 88 mg/dl.